Manufacturer narrative:
Device evaluation: the inserter was returned for evaluation. Visual examination confirms the inferior tang is broken; the broken piece was missing and not returned for analysis. Microscopic ex amination of the fracture surface reveals a fairly brittle fracture, with no indication of fatigue consistent with bend stress overload. Fracture appears to have initiated at the base of the tang; the sharp corner may have acted as a stress riser. Intra-operative transforaminal lumbar interbody fusion (tlif) x-rays from l3 to l5 did not show any evidence of unidentified metal fragments from the inserter. A review of the device history records did not identify any applicable nonconformances to specification.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Manufacturer narrative:
Device evaluation: the inserter was returned for evaluation. Visual examination confirms the inferior tang is broken; the broken piece was missing and not returned for analysis. Microscopic ex amination of the fracture surface reveals a fairly brittle fracture, with no indication of fatigue consistent with bend stress overload. Fracture appears to have initiated at the base of the tang; the sharp corner may have acted as a stress riser. Intra-operative anterior lumbar interbody fusion (alif) x-rays from l3 to l5 did not show any evidence of unidentified metal fragments from the inserter. A review of the device history records did not identify any applicable nonconformances to specification.

Event description:
It was reported that during a spinal surgical procedure, a peek cage was implanted using the inserter. While removing the inserter from the inserted cage, it was discovered that one of the two front flanges was broken off from the inserter. The piece was not located but the patient was x-rayed without finding the part inside. The case was finished using a backup inserter for subsequent levels. No patient complications were reported.

Event description:
It was reported that intraoperative x-rays showed placement of pedicle screws and longitudinal bars intervening disc space devices at l3, l4, l5 and s1. Alignment was good. There was mild anterior osteophytosis. Hardware was in tact.